Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were possibly going to receive emergency medical assistance due to high blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was having issues with no delivery alarms as they were sleeping. The customer changed sites and reservoirs but they got the same alarm every time they bolused. The customer experienced symptoms such as starting to feel sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer disconnected the call. The insulin pump will not be returned for analysis.